Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula and if it is shorter than usual or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available.

Event description:
It was reported that the patient's blood glucose level rose to 14.2 mmol/l (255 mg/dl) while wearing the pod less than 1 hour. The patient reported being unsure if the cannula was properly seated in the infusion site (arm). It was reported that the cannula did not deploy completely and has a slight kink in it.